Event description:
Nidek inc learned of the following event from an article published in the american journal of ophthalmology 2001; 132 (6):920-921. A pt was to undergo a lasik procedure on the eye due to compound myopic astigmatism. Following the nidek mk-2000 microkeratome pass, it was reported by the primary surgeon that the conreal flap was observed to be an "irregular, jagged flap". The lasik procedure was aborted, and the primary keratotomy flap was immediately repositioned. At 11 days postoperative the "bscva" was 20/100 with a manifest refraction of -20.0 +5.50 x 120. Slit lamp examination demonstrated a nasal hinged primary keratotomy flap at 90% depth through the corneal stroma with evidence of central ectasia. At one month postoperative, the "bscva" was 20/100 with a manifest refraction of -30.0 +8.50 x 100. The ectasia had progressed, and the pt underwent fitting for a rigid gas permeable contact lens and was being considered for possible penetrating keratoplasty.